Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low creatine kinase (ck), alanine aminotransferase (alt) or aspartate aminotransferase (ast) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. Subsequent testing produced results within normal reference ranges. The customer indicated that no patient treatment was affected.

Manufacturer narrative:
The system had been displaying error codes. The customer stated that qc results had been acceptable. A bci field service engineer (fse) visited and found the photometer/lamp data out of specifications. The fse replaced the lamp and photometer assembly, which seemed to have resolved the issue. The instrument recovered very good precision and showed significant increase in enzyme qc recoveries. The replaced parts have been requested to be returned for investigation.